Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported came back from repair with a blank screen which was reproduced. The reported condition was verified. The cause was determined to be a failed processor printed circuit board (pcb) and missing pcb screws. The processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump came back from repair with a blank screen. The event happened in biomed service department during testing. There was no patient involvement. No additional information is available.